Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided assistance by supplying information to reset the pump and helping with the reset process. Afterward, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction reoccurred, and they understood these instructions.